Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place, where the leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 1627487-2023-01592.